Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced and the equipment was returned to service.

Event description:
The hospital reported that the unit shut down. It is unknown if there was any patient involvement.